Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. The reported failure to inflate could not be tested due to the device condition. Based on visual, functional and sem imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the preparation for use section of the trek mini trek rx coronary dilatation catheter, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. A 2x15mm mini trek rx balloon dilatation catheter (bdc) was not soaked prior to use and not prepped outside the anatomy prior to use. No other issues were noted during preparation. The bdc was advanced toward the target lesion. An attempt was made to inflate the bdc 2 times to 14 atmospheres but the balloon completely failed to inflate. The device was removed. Reportedly contrast was found in the balloon and in the inflation lumen and it was suspected that a balloon rupture occurred. A same sized unspecified balloon catheter was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.